Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6)2024, the patients receiver did not make enough sound when she experienced hypoglycemia. The continuous glucose monitor (cgm) reading was 42 mg/dl and the patient lost consciousness. Her husband called 911 and they arrived at 7:00 am. The paramedics took a blood glucose (bg) reading which was 30 mg/dl and treated the patient with glucose. The paramedics left after an hour and the patient was not taken to the hospital. The patient was feeling fine and the bg reading increased to 200 mg/dl. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.